Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2012, the extraction screw for the proximal femoral nail a (pfna) blade broke. Reportedly it occurred due to too much force at the tip. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The device was received and investigation showed that the forefront of the thread is broken off and contact traces on the shaft are visible. A broken part of the guide wire 3.2mm, f/pfna blade is still remaining in the extraction screw. There is evidence that a combination of a defective thread and exceeding mechanical forces caused the breakage. In situations, where the instruments of the standard set are not sufficient, the pfna/pfns- 2 blade extraction set should be used.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.